Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded event log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue include the outlet flow path was replaced due to a life related smell, and the blower was replaced as regulated by maintenance procedure to prevent failure.